Event description:
It was reported that the user applied a new freestyle libre 3 plus sensor and successfully initiated it in the ilet app after an initial scan error and rescan of the sensor. No adverse clinical symptoms reported. Outcomes included restoration of cgm functionality after sensor activation and no health impact. User support included review of pump alarm history and remote guidance to start a new sensor and complete re-scanning in the app. Investigation of this case revealed that the initial scanning error was resolved by retrying, with no issues related to the ilet identified. It was concluded, based on previously established findings for similar reports, that the cause was transient scan error or interruption resolved by standard troubleshooting.

Manufacturer narrative:
Initial.